Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient underwent a surgical procedure for an elective device replacement. During procedure, while removing this ventricular (rv) lead from the header, visual examination noted that it appeared to be damaged at the terminal end. As such, the lead was surgically abandoned and a new lead was implanted. No adverse patient effects were reported.